Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system was not booting up and it was stucks at philips screen. The system logfiles were checked. Upon troubleshooting, the fse found that the host pc software was corrupted. To resolve the issue, fse reloaded the host pc software. After reloading the software, the reported problem was resolved. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.